Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the femoral artery. The 2.5mm x 26mm, de novo target lesion was located in a non-tortuous and non-calcified right coronary artery. A 2.50x28mm promus element plus drug-eluting stent was advanced for treatment; however, the physician faced severe difficulty in advancing and placing the stent to the lesion. Upon removal, there was difficulty in withdrawing the stent delivery system. Finally, the physician removed the whole system including the guide catheter and y-connector. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.